Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an implantable cardioverter defibrillator's set screw would not engage during an implant procedure. The device was exchanged to complete the surgery. Patient had no symptoms and was discharged after the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.